Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was inserted in an ami(acute myocardial infarction) patient and the customer noted that the waveform could not be monitored. A "fiber optic sensor failure" alarm was generated. A new iab was used to continue therapy. No patient injury was reported.

Manufacturer narrative:
A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was inserted in an ami(acute myocardial infarction) patient and the customer noted that the waveform could not be monitored. A "fiber optic sensor failure" alarm was generated. A new iab was used to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was inserted in an ami(acute myocardial infarction) patient and the customer noted that the waveform could not be monitored. A "fiber optic sensor failure" alarm was generated. A new iab was used to continue therapy. No patient injury was reported.